Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If any further relevant information is obtained, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient had a break in aseptic technique during the peritoneal dialysis procedure. On an unreported date, the patient experienced peritonitis manifested by peritoneal cloudy effluent. The patient was hospitalized for the event. The patient was treated with unspecified medication. The nurse stated that peritonitis was likely due to break in aseptic technique. No additional information was available at the time of this report.